Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. Re-seating all connections and then re-booting the system several times resolved the reported issue. Gain calibrations were performed without issue. The imaging system passed mechanical tests, imaging tests, and safety inspection upon completion of the system check-out.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was not passing the fluoro and rad gain calibrations. There was no patient present when this issue was identified.